Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The returned guide wire had no bend or deformation on its shaft segment. Intermittent peeling of the ptfe coating was observed on the shaft at the point approximately 86cm from the proximal wire end through approximately 60mm from the wire tip. Known similar incidents were referred. To replicate the ptfe coating damage, an unused guide wire of the same brand was inserted into a torque device. The torque device was placed over the sample guide wire so that the guide wire would be located in one of the slots of the metal chuck of the torque device. Then the torque device was slid over the wire surface. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that the guide wire was misplaced in a slot of the metal chuck of the concomitant torque device and the slot edge scraped the wire surface and peeled the ptfe coating. There was no indication of product deficiency. The malfunction and adverse effects section of the instructions for use (IFU) states abrasion of the guide wire coating.

Event description:
It was reported that the ptfe coating of an asahi guide wire peeled off during a pci to treat a mildly calcified 99% stenosis in the lcx #13. The guide wire was being prepared for the pci. A torque device was attached at the proximal shaft and slid distally when peeling of the ptfe coating was noted. A new guide wire was replaced to resume the pci. The pci was completed with successfully reestablished blood flow. No particular intervention was performed related to the ptfe coating damage as it was not used in the patient body. The patient was reportedly without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.